Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use in an atrial fibrillation (a fib) ablation. During preparation, while the cath lab scrub removed the versacross connect faradrive dilator from plastic, the proximal connection broke off. Hence, the device was replaced, and the procedure was completed successfully. The device is expected to be returned for analysis.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use in an atrial fibrillation (a fib) ablation. During preparation, while the cath lab scrub removed the versacross connect faradrive dilator from plastic, the proximal connection broke off. Hence, the device was replaced, and the procedure was completed successfully. The device is expected to be returned for analysis. It has been further mentioned that the damage was noted near the hub, where a syringe or flush line can be attached. Additional force was required to remove the product from the packaging.

Manufacturer narrative:
Due to additional information received, the initial MDR was updated in the block b5 (describe event or problem), in the section b. Adverse event/product prob. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use in an atrial fibrillation (a fib) ablation. During preparation, while the cath lab scrub removed the versacross connect faradrive dilator from plastic, the proximal connection broke off. Hence, the device was replaced, and the procedure was completed successfully. The device is expected to be returned for analysis. It has been further mentioned that the damage was noted near the hub, where a syringe or flush line can be attached. Additional force was required to remove the product from the packaging. The product has been received.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and found to have its luer broken. No other damage was noted. Therefore, the reported allegation was confirmed. The conclusion code was identified as 'cause traced to device design', based on the information provided in the event description also; packaging design can cause lead to removing device in a way that induces damage to device.